Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 3093-28, lot# j0555164v, implanted: (B)(6) 2005, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Battery replacement was attempted with old lead. It was attempted to insert the lead into the new ins, but after several attempts, one of the electrodes broke off in the ins. The old lead and new ins were both discarded and replaced with new product. Patient is fine with excellent results. No patient symptoms and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found insignificant anomalies were present. The ins was functioning as intended. Analysis: h3: analysis of the lead (B)(4) found the connector on the proximal end of the lead was crushed. (B)(4). Concomitant medical products: product ID 3093-28, lot# j0555164v, implanted: (B)(6) 2005, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.